Event description:
During the pipeline deployment, it was reported that the pipeline could not be detached from the capture coil. The device was corked and removed from the patient. Additional pipelines were implanted to complete the procedure. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire, marksman catheter, and pipeline were returned for evaluation. The event cause could not be determined as the pipeline was found released from the capture coil; however, the capture coil and braids were found damaged which likely may have contributed to the reported issue. (B)(4).